Event description:
Received medwatch report from the customer, according to the MDR report, 'fenestrated bipolar instrument had a misaligned jaw from a defective freyed cable. Not obvious patient harm.'

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.